Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a nephrectomy procedure, while transecting the renal vessels, the device was able to fire but there was an incomplete staple line distally. The knife and the staples stopped going forward in the middle of the firing process, and the reload was bent over. The incomplete staple line was fixed using a new reload and handle. There was no patient injury.